Manufacturer narrative:
Result: fowler clutch.

Event description:
It was reported by service report that the fowler will not stay up on the unit. No pt involvement or adverse consequences are reported.